Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.